Manufacturer narrative:
Product analysis #(B)(4). 19:11:09 cdt webmremotews sfdcmnav product analysis task update. Tested by date: (B)(6) 2023 findings and conclusions: the retainer ring on the tip of the adjustment screw has been stretched and allows some play in the movement of the clamp face. The clamp is otherwise intact and fully functional. Afc: nafc0131 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported that the screw of the spine clamp became loose. The procedure was completed by using the navigation system. No health damage. No delay in the surgical procedure.